Manufacturer narrative:
Correction to g2 to add the foreign country france. This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where there was insufficient light volume, the bending section rubber glue was peeled off, the insertion section was scratched and there was larger than the standard value of play on the angulation control knob. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device."

Event description:
The customer reported, the irrigation fluid from evis exera iii gastrointestinal videoscope, tested positive for over 100 colony forming units (cfu) of escherichia coli. All channels were sampled. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
After the device was returned to olympus, the scope was sent to an independent laboratory for culture testing and the results are pending. The user facility provided additional information regarding cleaning, disinfection and sterilization processes performed onsite for the endoscopes. The customer uses the detergent aniosyme during pre-cleaning and manual cleaning. During manual cleaning, the customer uses asept inmed, reference number (B)(4). The endoscope valves are manually cleaned as well. The customer uses automated endoscope reprocessors (aer) soluscope 4, along with detergent soluscopecln and disinfectant soluscope paa. The customer stores the endoscopes in hysis as 300 and uses soluscope as the maintenance company for reprocessing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.